Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a compromised force sensor system alarm during priming. The customer's blood glucose level was reported to be 300mg/dl. It was reported that the customer was going to the hospital for his backup plan. It was reported that the device would be replaced and returned for analysis.